Event description:
It was reported that a malfunction alarm occurred. The impact on the customer's blood glucose level was unknown as the customer declined to provide an answer. The customer reverted to an alternate method of insulin therapy.